Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope experienced a scope communication error. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customer¿s allegation of loss of image-communication error could not be identified. Initial leakage and electrical safety tests were performed, and no specific faults were found. A technical evaluation had found the plastic distal end cover had corroded. A light brown foreign material was found inside some cuts at the connecting tube which is most likely traces that remains from previous procedures. This is due to user mishandling. Additional findings: (a.) The grip had a scratch, (b.) The air and water cylinder had discoloration, (c.) The suction cylinder had discoloration, (d.) The switch box had a scratch, (e.) The right/left knob had a scratch, (f.) The up/down knob had a scratch, (g.) The scope connector cover unit had a scratch, (h.) The light guide cover lg glass has a scratch, (I.) The plug unit had corrosion due to water leakage, (j.) The circuit board unit in suction connector had corrosion due to water leakage, (k.) The scope connector case unit had corrosion due to water leakage, (l.) The cable unit had corrosion due to water leakage, (m.) Due to corrosion on plug unit, e216(scope communication err) occurs, (n.) The plastic distal end cover had a chip, (o.) The adhesive on the bending section cover had a crack, (p.) And the connecting tube had a cut. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the material was not eliminated due to physical damage on the device. The event can be detected and prevented by following the instructions for use (IFU) sections which state: detection methods are written operation manual chapter 3 preparation and inspection. Prevention measures are written in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.